Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a stuck button alarm and the customer received pump error 55 (the flash crc is incorrect for factory-stored information.). The customer reported a blood glucose value of 400 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-1884l, mmt-7040b, mmt-387a, mmt-332a. Troubleshooting was performed, and the pump was not exposed to a change in altitude. The customer was able to successfully clear the alarm. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-398a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. Proceed with the following testing to assure proper functionality of the unit. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. All buttons functioning properly while navigating through the menus. No keypad anomalies noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were found on 10/24/2025 02:46:37.000 file ID=8601 line ID=51497. No stuck keypad alarm or pump error 55 alarm were recorded. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 53 was generated due to exception on main mcu - suspecting the hw (bum). The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube) and stained keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. No pump error 55 nor stck keypad alarm noted in download history files. However, pump error 53 alarm was recorded suspecting to be hw. Isolate to electronic assemblies. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.